Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the facts obtained from the investigation, cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned an olympus loaner device to the olympus service center. The customer reported the evis lucera elite video system center produced no image. There was no patient harm or involvement reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The device evaluation found the white balance did not work due to a defective printed circuit board. It was also found that one screw of the cover was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.